Manufacturer narrative:
(B)(4).

Event description:
It was reported "I literally just opened the blade to hand it to the crna to intubate and it snapped off. The handle was completely normal and it didn't look like there were any defects. When I opened the next mac 3 blade and put it on the same handle there was no issue". No patient involvement reported.

Event description:
It was repored "I literally just opened the blade to hand it to the crna to intubate and it snapped off. The handle was completely normal and it didn't look like there were any defects. When I opened the next mac 3 blade and put it on the same handle there was no issue". No patient involvement reported.

Manufacturer narrative:
(B)(4). The complaint sample is not available for return; however, the customer did return two photos for inspection. Visual inspection of the photos confirmed that the blade was broken. A portion of the blade that would mount on to a handle was separated from the blade. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The complaint was able to be confirmed by the returned customer photos. However, the complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established.